Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the er320 clips were scissoring. Rep reports two clips are being returned with the device. There was not consequence to the pt.

Manufacturer narrative:
H4:d5:d6: information unavailableh6: code 400(other): jaw tips misaligned